Manufacturer narrative:
Stryker replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue was determined to be an inoperative sbc card on the system pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. This issue is patient related; however there was no adverse event reported. Upon evaluation of the customer¿s device, stryker observed that the device was not completing its boot-up cycle during initial power on.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. The issue was isolated to the device's system pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. This issue is patient related; however there was no adverse event reported. Upon evaluation of the customer¿s device, stryker observed that the device was not completing its boot-up cycle during initial power on.